Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer declined assistance from tandem support for issue and continued to use the pump for insulin therapy.